Manufacturer narrative:
The user facility reported that the issue was solved on site as there were misconnections found with the device. Once the device was set up properly connected everything worked as intended. The device was not returned to the manufacturer for further evaluation.

Event description:
The user facility reported that when connecting a camera head to the system center they did not get an image. It did have color bars when the camera head was not plugged into the device. No additional information was obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result.¿ the root cause was not determined. Probable causes include that there was no abnormality on the found with the product, the cause could have been caused by the user incorrectly connecting the cable.